Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. Vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention is one of the potential complications cited in the IFU associated with this product.

Event description:
According to the notice received by way of a civil action complaint filed on september 16, 2016, the patient was prescribed and implanted with an option retrievable filter on or about (B)(6) 2013. Upon ¿information and belief the device subsequently tilted and perforated¿ the patient vena cava. As a result, the patient had a scheduled removal approximately 10 months later. The physician was not able to retrieve the device on or about (B)(6) 2014. The patient alleges to have ¿suffered the significant pain and suffering and economic loss¿ but no details are provided in the complaint. Argon¿s attorneys are attempting to gather information.